Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The calibration was valid and quality controls (qc) were within range on the day of the event. The ccc specialist obtained remote access to the instrument. The result monitor indicated a sample mixer failure. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods, which failed for one method (cs1n2). The cse replaced sample probe 1 (s1), and performed air elimination. The cse re-ran cs1n2 testing and the results were within specifications. The cse ran check 1 on s1, which passed. The cse revisited the customer site the next day. The cse replaced s1 mixer and printed circuit assembly (pca). The cse also replaced reagent probe 1 (r1) mixer and pca. The cse performed auto alignments on s1 and r1. The cse performed calibrations, which passed. The cse ran qc, which were within range. The cse ran precision testing, which passed. The customer also ran qc, which were within range. The cause of falsely depressed glucose results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). Some of the discordant results were properly flagged by the instrument with abnormal assay errors. As per dimension vista operators guide, "the abnormal assay flag indicates the assay is out of the established range for the specified method. The result cannot be reported. Rerun the sample". The samples were repeated on the same dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose results.